Event description:
It was reported that the patient expired. According to incoming information, the emergency medical services personal stated that the device system was "not working." No further detail has been made available at this time. No specific complaints have been reported.

Manufacturer narrative:
Further information has been requested and not yet made available. (B)(4).

Event description:
It was reported that the patient expired. According to incoming information, the emergency medical services personal stated that the device system was "not working." No further detail has been made available at this time. No specific complaints have been reported.

Event description:
It was reported that the patient expired. According to incoming information, the emergency medical services personal stated that the device system was "not working." No further detail has been made available at this time. No specific complaints have been reported.

Manufacturer narrative:
Product event summary: further information has been requested and not yet made available. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed high battery impedance. (B)(4).

Manufacturer narrative:
Product event summary - further information has been requested and not yet made available. Evaluation summary: (B)(4) the device was returned, save to disk information was analyzed, and analysis results revealed high battery impedance. The actual device was evaluated and no anomalies were found.